Manufacturer narrative:
H3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided photo of the device was reviewed and shows the broken tip. Per case details, the broken tip was removed from the patient. The procedure was completed using a back-up device. No patient injury nor other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl surgery, a super turbovac´s tip of electrode fell off and was removed from the patient. Surgery resumed with a back-up device; however it is unknown if there was any delay. No further complications were reported. No further information available